Manufacturer narrative:
Title: diagnostic yield of digital tomosynthesis-assisted navigational bronchoscopy for indeterminate lung nodules source: (j bronchol intervent pulmonol 2021;00:000¿000) accepted february 2, 2021 pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, (year april 25, 2018 and april 29, 2019) this study aimed to assess the outcome of patients who underwent diagnostic yield of digital tomosynthesis-assisted navigational bronchoscopy for indeterminate lung nodules. A total of 324 patients were enrolled. Bronchoscopy-associated pneumothorax complicated 2.5% of all procedures (n = 8), requiring chest tube placement in 2.1% (n = 7). There were no significant bleeding events and only 1 episode of postprocedural respiratory failure. There were 9 unplanned admissions and no death.